Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-apr-2023. Investigation summary: one open 30g x 5mm autoshield duo sample along with an insulin pen and four photos were returned from lot. No. 2091879, cat. No. 329705. Visual examination was carried out on the returned sample and photos and a broken piece of cannula was observed in the septum of the pen. No issues were observed with the returned autoshield duo sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that the bd autoshield¿ duo pen needle 30g x 5mm was found to be trapped in the pen. The following information was provided by the initial reporter, translated from japanese to english: the user reported that a piece of the needle npe was found to be trapped in the pen.

Event description:
It was reported that the bd autoshield¿ duo pen needle 30g x 5mm was found to be trapped in the pen. The following information was provided by the initial reporter, translated from japanese to english: the user reported that a piece of the needle npe was found to be trapped in the pen.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.